Event description:
The physician attempted to reach the lesion with a taxus express2 3.0 x 20 mm drug eluting stent. However, while trying to position the stent the catheter kinked. Consequently, the stent was never deployed and no stent damage had occurred. No patient injuries or complications were reported. Patient status is reported as "satisfactory/good". However, the returned product revealed that there was stent damage.